Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not running was not confirmed. It was determined that the device did run. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device had an unusual loud grinding noise. During service/repair, it was observed that there were corroded contacts on the ecu (electronic control unit). The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device did not work. During in-house engineering evaluation, it was observed that the device had an unusual loud grinding noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.